Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2016 with the following findings: upon pump power up, a call service alarm 069 was reproduced and was unable to be cleared post-reboot attempt. The call service alarm 069 failure was defined as a language file corruption upon the language text retrieval and was recorded in the black box data as a call service alarm 87 failure. The investigators determined that the error is resident to u39 flash chip failure. Unrelated to the original complaint, the display screen was distorted at the pump power up. The pump was opened up and the display screen was noted to be cracked. Display was clear and legible when tested with a test display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (069-00000000) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.